Event description:
Pt's implant site became red and tender, very swollen, and was leaking pus. Pt was hospitalized for 5 days for explant of device and administration of IV antibiotics. There were no other complications, an pt was released for follow-up with regular physician.